Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient who had an implantable neurostimulator (ins). It was reported that patient's device was removed on (B)(6) 2018 due to dysfunctional interstim. Patient had urinary urge incontinence as well. Revision on interstim on two leads and generator. No further complications were reported or anticipated. Please refer to pe (B)(4) for other patient's event for device removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the cause of the interstim being dysfunctional was not determined and the current status of the device was it was removed. There were no further complications that have been reported as a result of this event.